Event description:
Report from the doctor's office stated that this pt experienced burning upon urination that lasted into the next day, following a cystoscopy for hematuria. The cystoscope was disinfected in cidex opa solution. No medical treatment provided.